Event description:
It was reported that the right ventricular (rv) lead had high undefined superior vena cava (svc) and rv defibrillation impedance and noise signals could be seen on farfield and rv electrograms (egm). A rv lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.